Event description:
The physician reports that the crystalens tore when delivering the lens using the staar lens injector system. Implantation was attempted with the backup crystalens; however, this lens tore in the cartridge as well. Intervention was performed intraoperatively to enlarge the incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully. Reference MDR# 2031924-2007-00300 for primary lens damage report.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector.